Manufacturer narrative:
Due to an anonym disposable survey in the netherlands following was reported: ¿we often face clots in the side corners -> change flowpattern in ecls oxygenator¿. The instant of time is unknown. No more information will be available. No harm to any person has been reported. No serious injury or death was reported with the given information. Since no systemic issue was determined no corrective action is required at this time. According to the risk file quadrox-ID pediatric following root causes can lead to the reported failure: too low / insufficient anticoagulation. Too low at level, effect of heparin is too limited. Clotting formation on sharp edges. Hemostasis. Thrombozytopenia. No confirmation of the failure is possible due to less information as this complaint was created out of anonymous survey. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Device evaluated by manufacturer? Survey complaint.

Event description:
Complaint out of a survey: ¿we often face clots in the side corners -> change flowpattern in ecls oxygenator¿. The instant of time is unknown. No more information will be available. No harm to any person has been reported. Complaint ID: (B)(4).